Manufacturer narrative:
(B)(4).

Event description:
It was reported that during the implant procedure, the stylet had difficulty being pulled out from the left ventricular lead. A piece of the wire was cut by the physician. A small piece of the stylet remained in the lead. There were no adverse consequences and the patient was stable post procedure.